Event description:
A 28mm x 16mm diameter x 16.5cm aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an infrarenal abdominal aortic aneurysm in a patient in 2001. The patient had a history of ischemic cardiomyopathy and renal insufficiency. The diameter of the proximal non-aneurysmal aortic neck was 25mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 185mm. The aneurysm and vessel morphology are unknown. The patient was prepped and draped accordingly for endovascular repair. The femoral arteries were cut down and a 10 french sheath was placed in the right common femoral artery. The left brachial artery was cannulated with a 6 french sheath. A judkins right guide catheter was utilized to direct a 450cm glide wire from the left brachial to the right iliac artery. Over the glide wire, a 28mm x 16mm diameter x 16.5cm length bifurcated stent graft was placed. Although it is not stated in the operative report, it was reported that there was a lot of tension on the device and the black ring broke. Another 28mm x 16mm diameter x 16.5cm length bifurcated stent graft was inserted and successfully deployed using the same deployment handle just below the renal arteries with the left renal being directly visualized from placement of a previous renal stent. A 16mm diameter x 11.5cm length extension limb graft was positioned into the main body of the stent graft and deployed. The length within the left common iliac artery was slightly inadequate; therefore, a 16mm diameter x 5.5cm length iliac extension cuff was deployed. A completion angiogram demonstrated a small endoleak near the origin of the left renal stent. An angioplasty balloon was inserted at that specific region and dilated. A hand injectioin of contrast demonstrated no endoleak. The sheaths and wires were removed accordingly and the common femoral arteries were repaired bilaterally with prolene suture. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Receipt of device is pending for investigation by medtronic ave. No additional sequelae were reported.